Event description:
It was reported that the right ventricular (rv) lead impedance was high at 2800 ohms. At implant the impedance was 400 ohms and year ago was at 2000 ohms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted: (B)(6) 2006. (B)(4).